Manufacturer narrative:
The device was received for evaluation. During functional testing, beeping continuously for downstream error, was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed multiple events of "downstream occlusion!" Alarms. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of calibration of force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed continuously for downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.